Event description:
Per the audiologist, the patient has had a recurring infection around the receiver/stimulator since 2007 (date not reported). Treatment with antibiotics did not resolve the problem. The patient's device was explanted in 2008. Reimplantation is planned when the patient's skin flap has healed.

Manufacturer narrative:
This is a final report. Labeling - this type of event is addressed in the device labeling.